Manufacturer narrative:
As reported, the bard/davol sorbafix enhanced fasteners did not fixate into the mesh. There was no reported patient injury. The subject device is not available for evaluation. Based on the information provided to date and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ note: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
As reported during an unspecified procedure on (B)(6) 2022, the bard/davol sorbafix enhanced fixation device was used. The fasteners did not fixate the mesh. The device did not work and the fasteners were falling down straight from the device. There were no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol sorbafix enhanced fasteners did not fixate into the mesh. There was no reported patient injury. The subject device is not available for evaluation. Based on the information provided to date and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of sample evaluation. The subject device is returned for evaluation. Evaluation of the sample finds the device to function as intended during simulated use testing. Internal component evaluation found that all the components were in the place with no damage noted. No manufacturing anomalies were found. Based on the sample evaluation and investigation performed, the reported event was unconfirmed and the most probable root cause of the reported event that fasteners would not hold is most likely an event occurring during user / device interface. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported during an unspecified procedure on 21-may-2022, the bard/davol sorbafix enhanced fixation device was used. The fasteners did not fixate the mesh. The device did not work and the fasteners were falling down straight from the device. There were no reported patient injury.